Manufacturer narrative:
Investigation is ongoing.

Event description:
During a transapical valve in valve (26mm sapien xt valve in 25mm magna valve) procedure in the mitral position, there was difficulty crossing the sapien xt valve through the magna prosthetic valve. The sapien xt valve was inserted into the left atrium of the heart, however, due to the amount of resistance felt while pulling the valve back into position, the valve dislodged from the balloon. Per report, prior to accessing the apex for sheath insertion the patient went into cardiac arrest. The patient was stabilized and the procedure continued. There was some difficulty getting the wire to cross the valve. After the valve was crossed, the decision was made against a bav. The 26mm sapien xt valve was advanced, but would not cross the valve. After multiple attempts and a wire exchange to a lunderquist wire, the sapien xt valve was inserted into the left atrium of the heart. There was a lot of resistance pulling the valve back into position. Under fluoro the valve could be seen being pushed distally off the balloon catheter due to the resistance. It was determined to deploy the valve in its current location due to the valve slippage off the catheter. As the balloon was being inflated, the valve watermelon seeded towards the left atrium and was held in position by the lunderquist wire. The delivery system was then removed and a nucleus balloon was advanced over the wire and through the valve. The balloon was then slightly inflated within the valve and was pulled back into position. The valve was deployed 60:40 aortic. A 26mm balloon was used to post dilate. Post implant there was trivial pvl. The patient was placed on a balloon pump at the end of the procedure. Pod2 the patient was alert and awake with plans to be weaned off the iabp. It is perceived that the sapien xt valve crossing difficulty was due to the angle of the access obtained in the tight and stenosed mitral bioprosthetic valve.

Manufacturer narrative:
Additional information: evaluation codes and additional MFR narrative. Due to the device not being returned for evaluation, no functional testing or dimensional inspection was able to be completed; therefore no manufacturing non-conformances were able to be identified. Review of relevant manufacturing mitigations, IFU/training materials, dhrs and complaint history provides no indication that a manufacturing non-conformance contributed to the event. The complaint description stated, ¿it is perceived that the sapien xt valve crossing difficulty was due to the angle of the access obtained in the tight and stenosed mitral bioprosthetic valve¿. In addition, the complaint description also states, ¿under fluoro the valve could be seen being pushed distally off the balloon catheter due to the resistance¿. In this case, it was reported that the sapien xt valve was inserted into the left atrium of the heart, however, due to the amount of resistance felt while pulling the valve back into position, the valve dislodged from the balloon. The ascendra+ system and accessories with the sapien xt have not been qualified in united states for valve-in-valve procedure in the mitral position. There are no instructions provided for this use scenario. However, the above information suggests that procedural and patient factors may have contributed to the reported event. Engineering is unable to determine a definite root cause at this time. The complaints of ¿delivery system ¿ difficulty crossing native annulus¿ and ¿delivery system ¿ valve dislodged from balloon¿ were not able to be confirmed and no manufacturing or labeling or IFU/training inadequacies were identified. A review of the complaint history for june 2016 did not reveal that occurrence rate exceeds the control limits for this trend category. No corrective or preventive actions are required at this time